Event description:
Device issue: dislodged stent requiring intervention. Time of device issue: during the procedure. Adverse event: dislodged stent compressed against the vessel wall. It was reported that the target lesion was in the proximal right coronary artery (rca) which was heavily calcification and 90% restenosis. Pre-dilation was done with a non abbott balloon catheter and then a xience 3.0 x 12 was deployed in the proximal rca. A xience 3.0 x 15 was advanced in an attempt to deploy it distal; however, it was not able to cross the previously deployed stent. The xience 3.0 x 12 was post dilated with a non abbott balloon catheter and the xience 3.0 x 15 stent was advanced again, but still was not able to cross. The xience 3.0 x 15 stent delivery system (sds) was removed from the patent and the stent was noted to be missing. The x-ray system was used and the stent implant was located just proximal to the xience 3.0 x 12 deployed stent in the rca. A non-abbott balloon was used to compress the dislodged stent to the vessel wall and then it was covered with a non-abbott bare metal stent. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.